Event description:
The customer contact reported a disconnection. The extension tubing set was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at a rate between 70 ml/hr and 125 ml/hr, via a gemstar pump. It was reported that the delivery duration was 12 hours. The male adapter of an unspecified gemstar tubing set was connected to the female adapter of the extension tubing set. The option-lok male adapter of the extension tubing set was connected to a microclave port connected to the pt's IV access site. At an unspecified time in the evening, the delivery was started. The following morning, it was noted that an unspecified volume of solution had leaked onto the pt's bed. The customer contact reported that "in the middle of the night," the option-lok male adapter disconnected from the microclave port. The tubing sets were removed from clinical svc. Therapy was resumed the following night with replacement tubing sets. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.